Event description:
Information received indicates the right siderail doesn't stay up.

Manufacturer narrative:
The technician found the siderail end tube was broken; he replaced the end tube to repair the stretcher.